Manufacturer narrative:
The reported events of device dislodged, therapy delivered to incorrect body area, and failure to capture were not confirmed. As received, analysis of the outer helix was performed and found to be stretched caused by end-user consistent with procedural process during the explant procedure. Evaluation of the output signal was normal with parameters within normal range. Further analysis performed indicated normal functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post implant, it was noted that the patient felt stimulation in their mid-section and bradycardia was noted. X-ray imaging was performed and noted the atrial lp dislodged. The lp was explanted and replaced. The patient was stable.